Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one atlas gold pta dilatation catheter. Upon visual inspection, balloon was noted to be partially inflated, unraveling was also noted from the distal tip of the balloon, no anomalies were identified in the y body. On functional testing, the sample guidewire lumen was flushed. An in house syringe was used to flush the in house introducer sheath without any issues. The patency of the guidewire lumen was tested using an in house guidewire and was able to insert without issues. The balloon was aspirated using an in house presto device, the balloon was then able to be inserted and retracted through the introducer sheath with issue. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported inability to cross the lesion as it could not be replicated for testing. However, the investigation is confirmed for the unravel as the unraveling was also noted from the distal tip of the balloon. A definitive root cause for the reported lesion advancement issue and identified unravelling could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy;lit). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the atlas gold pta balloon. During the procedure, the balloon allegedly did not track across the lesion. Further investigation showed unraveled material there was no reported patient injury.